Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a crack on the display case and a part of the display is not readable. Customer's blood glucose was 478 mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.